Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 304 mg/dl and blood glucose did not come down after many bolus attempts. Blood glucose at the time of call was 360 mg/dl. Troubleshooting found that drive support cap was normal and the cannula was bent upon removal from the body. Customer wanted to perform a high pressure test but the test could not be completed as the tubing could not fit all around the clamp and insulin dripped out. The customer indicated that they would call their doctor and does not appear that troubleshooting could be completed.